Event description:
Reporting status: serious injury - medical intervention/permanent damage. Reporting rationale: stent remains in pt in unintended site. Device issue: stent dislodgement. It was reported that the male pt came back to the lab in 2007, and that the physician tried to put in a 4.0 x 33 zeta in the rca, distal to the previously deployed stent, but it got stuck in the previously deployed stent. When the stent delivery system (sds) was retracted, the stent dislodged. A voyager was used to deploy the stent partially inside the previously deployed stent. A 4.0 x 23 vision was able to cross and it was implanted to complete the procedure. The pt was reported to be doing fine and has been discharged. No add'l pt or event info is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. A conclusive root cause could not be determined for the stent dislodgement; however, device interaction may have been a contributing factor in this case. The pt in this case is the same pt filed under MFR # 2024168-2007-00053.